Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer saw insulin in the reservoir compartment the other day. Customer stated that the reservoir must have leaked a little bit. Customer went to change the reservoir and noticed the insulin in the reservoir compartment. Customer stated that he cleaned it off with a paper towel. Customer did not see where the leak was coming from. Customer threw away the reservoir and used a new one. Customer was advised to save the reservoir for failure analysis if the issue occurs again. No further assistance needed.